Event description:
Normally there are two core biopsies acquired for a successful ultrasound guided liver biopsy. Each time the biopsy instrument is fired there is an expectation of an adequate core. The instrument used for the first two biopsies did not grab a core. A second instrument was used and was successful in obtaining a core. This is the second patient this month who has had to have multiple biopsies due to equipment failure. The staff have contacted the company representative without resolution. The procedure is being discontinued until the situation is resolved. Device lot numbers came from the stock that we have since the device is not available.